Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was lost to follow-up and experienced syncopal and unresponsive episodes. The implantable pulse generator (ipg) had reached elective replacement indicator (eri), and may have reached end of life (eol) status. The patient had other medical issues going on which prevented them from undergoing a device change. The device remains in use. No further patient complications have been reported as a result of this event.